Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2648612-2021-00054. On (B)(6) 2021, a 19mm sjm regent heart valve was selected for implant. While the device was fitted into the aorta and sutures were placed, the device leaflets became fractured. The device was removed with all fractured leaflet pieces and a new 19mm sjm regent heart valve was selected. While the replacement device was being rotated, the valves leaflet became dislodged. The device and leaflet were removed and successfully replaced with another 19mm sjm regent heart valve to resolve the event. The patient remained hemodynamically stable throughout the procedure however, the procedure extended longer than what is clinically acceptable. The patient is stable.

Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. One leaflet was fractured and dislodged from the orifice. No other damage was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflets or orifice damage. The damage may have been caused by some external force applied to the valve which overstressed the carbon material.